Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the device shows marks and striations of often or forcible use; shaft is slightly bent. The visible part of the coupling is bent and twisted to the mechanical overloading during the breakage. Because of this breakage relevant dimensions can not be checked. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an im rodding of a tibia, the surgeon was using a reamer and the head of the reamer broke inside the tibia canal. The surgeon retrieved some pieces but some smaller fragments were unretrievable and presently remain inside the patient. The surgeon also had trouble removing the broken reamer head from shaft.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The broken tip fragments could not be retrieved or returned and the reamer head is stuck to the flexible shaft, the geometric correctness of the cutting tip cannot be commented on. The divots and striations on the reamer head were most likely caused by contact with the broken metal fragments after failure. Because there were no signs of overuse, it is most likely that the reamer head failed due to mechanical overloading from a canal that is too narrow or extremely hard bone. The design of the device met its intended use. It appears that the flexible shaft did not contribute to the device failure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted.